Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that this was a gradual increase and testing with different shocking vectors the shock impedance was within range. Technical services (ts) was consulted and discussed possible lead mineralization or calcification build up that led to increasing shock impedance measurements. Ts recommended increasing the shock impedance out of range limit. The health care professional (hcp) noted no noise was present. This lead remains in service. No adverse patient effects were reported.